Event description:
The initial info provided indicated the following: during installation of a cook 6 shooter saeed multi-band ligator to the endoscope, avulsion of the two blue ends [blue hooks] of the wire guide introduction of ligator [loading catheter], not allowing the use of the device. Incident recently seen this year. Never seen before on many ligation kit of the same brand. Upon receipt of the complaint form, the following description was provided: "during the assemblage of mbl on l'endoscope, the blue end of white catheter broke. The doctor took the second end which also broke. It's a metallic thread which took back up the string on the handle. Mbl used because 1 kit only in the endoscopy service." This occurred during the loading process. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report. The catheter and stylet wire was returned. The stylet wire had been removed from inside the catheter tubing. One blue hook was returned and was detached from the catheter. The second blue hook was not returned. The inner diameter of the loading catheter and blue hook were measured and verified to be within the appropriate mfg specifications. The length of the loading catheter was measured and verified that 22 centimeters of the catheter is missing and was not included in the return. No kinks or bends were noted. One end of the catheter appeared as if it had been cut. The returned stylet wire was extremely damaged. The length of the loading catheter's stylet wire was measured. At approx 23 centimeters from the end of the stylet wire, the wire contained a knot. The stylet wire was badly kinked for a total of 40 centimeters. The knot was then undone and the stylet wire was re-measured and found and verified to be within the appropriate mfg specifications. The visual and dimensional eval indicate the wire is intact and no section is missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel or the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirement prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor from complaint trends and reassess the risk assessment results as post market feedback continues to become available.